Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6, h11. Additional information: one cable was visibly protruding from the distal end of the permanent cautery hook (pch) instrument. Prior to use, the instrument was inspected, and no damaged cables were observed. The instrument was reported to have broken while being activated on the gallbladder. The surgeon lost control and observed incorrect movement which lead to damage of the liver, causing bleeding. As a result of the bleeding, a hemostatic temporary patch was used to stop the bleeding of the liver. No fragments were reported to have fallen in the patient. The patient is reported to be home and healed. No images or video recordings of the procedure are available for review. Device evaluation: intuitive surgical, inc. (Isi) received the pch instrument to perform failure analysis. The instrument was analyzed and found to have a broken pitch cable at the clevis hole location. The cable was fully broken. As a result of the full break, functional testing for motion related issues cannot be performed. The broken cable segment that contains the crimp was still installed within the clevis. There was no discoloration, corrosion, or contamination on the cable to suggest improper reprocessing as a contributing factor. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted isolated nissen fundoplication surgical procedure, the wire of the permanent cautery hook instrument snapped. An unspecified injury was reported. The procedure was completed with a 15¿30-minute delay. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information; however, no further details were available regarding the reported event.